Event description:
It was reported that the patient never had therapeutic effect. It was further reported that the patient had their device removed the week prior to the report because it ¿never worked.¿ it was noted that the patient needed an MRI because she has neuropathy and they ¿needed to figure out why her legs are paralyzing.¿ it was later reported that the patient received assistance from their doctor or manufacture representative and their concerns were resolved. It was noted that the patient had appointments on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).